Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a sudden onset of a pinched nerve feeling in his lower back near the sciatic nerve area in (B)(6) 2016. The patient stated that a tens unit is going to be used for the reported pain. The patient also reported experiencing numbness and a tingling sensation in his thumb, index finger, and middle finger that started at the end of (B)(6) / beginning of (B)(6); it was thought these symptoms were carpal tunnel. Reprogramming was attempted to resolve the issue, but it was stated that the patient experienced a return of his tremor so the patient was reprogrammed back to the initial settings and the tremor was resolved. Follow-up with the health care provider (hcp) indicated that an emg was ordered and the dbs was adjusted with only some improvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received form the patient reported that the numbness and tingling started after the implant was turned on and is still there, and that the pinched nerve has nothing to do with the device. The patient also does not have tremors any more since the implant was turned on, and they are going to have an emg to see if there is any nerve damage in the lower back. On (B)(6) 2016 the patient noted that they have numbness and tingling in three fingers on the left hand and slurred speech. It was stated that the patient had a reprogramming session with the manufacturer representative (rep) in (B)(6) 2016 which "messed them up." The patient has an appointment with the hcp on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that, shortly after implant ((B)(6) 2016), the patient had left hand and shoulder numbness. They were not sure if it was related to their parkinson¿s disease or the implanted device. The patient mentioned that their left had was shaking until they got the implanted device but now had no more tremors. The patient was to have a meeting with their doctor. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient weight was updated.